Event description:
It was reported that during a routine follow-up visit, the clinician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the programmer was able to find the device and show the model and serial number information on the screen, but was unable to upload the patient data. Another programmer was attempted with another wand with the same results. It was further noted that the remote home monitoring system had been experiencing issues connecting with the device for the last seven months. A magnet was placed on the s-ICD and tones were elicited. A magnet reset was attempted, when applying the magnet tones were heard, however when the magnet was removed and re-applied there was one beep and no alternating beeps that were expected during the magnet reset. Technical services (ts) was contacted and suggested attempting two magnets. This did produce alternating tones. When re-interrogating the s-ICD the same result of not being able to connect with the device to see the data occurred with two different programmers and wands. The field representative advise the clinic to hospitalize the patient and replace device. The explant procedure was scheduled, and the field representative will follow up with the clinic to determine if a procedure occurred. No additional adverse effects were reported.additional information was received that a revision procedure was performed. During the procedure the physician continued to experience difficulty establishing connection with the device and it would get stuck while retrieving patient information. The device was explanted and successfully replaced.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was able to be interrogated without issue. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up visit, the clinician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the programmer was able to find the device and show the model and serial number information on the screen, but was unable to upload the patient data. Another programmer was attempted with another wand with the same results. It was further noted that the remote home monitoring system had been experiencing issues connecting with the device for the last seven months. A magnet was placed on the s-ICD and tones were elicited. A magnet reset was attempted, when applying the magnet tones were heard, however when the magnet was removed and re-applied there was one beep and no alternating beeps that were expected during the magnet reset. Technical services (ts) was contacted and suggested attempting two magnets. This did produce alternating tones. When re-interrogating the s-ICD the same result of not being able to connect with the device to see the data occurred with two different programmers and wands. The field representative advise the clinic to hospitalize the patient and replace device. The explant procedure was scheduled, and the field representative will follow up with the clinic to determine if a procedure occurred. No additional adverse effects were reported. Additional information was received that a revision procedure was performed. During the procedure the physician continued to experience difficulty establishing connection with the device and it would get stuck while retrieving patient information. The device was explanted and successfully replaced.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow-up visit, the clinician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the programmer was able to find the device and show the model and serial number information on the screen, but was unable to upload the patient data. Another programmer was attempted with another wand with the same results. It was further noted that the remote home monitoring system had been experiencing issues connecting with the device for the last seven months. A magnet was placed on the s-ICD and tones were elicited. A magnet reset was attempted, when applying the magnet tones were heard, however when the magnet was removed and re-applied there was one beep and no alternating beeps that were expected during the magnet reset. Technical services (ts) was contacted and suggested attempting two magnets. This did produce alternating tones. When re-interrogating the s-ICD the same result of not being able to connect with the device to see the data occurred with two different programmers and wands. The field representative advise the clinic to hospitalize the patient and replace device. The explant procedure was scheduled, and the field representative will follow up with the clinic to determine if a procedure occurred. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.